Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinsonian tremor and essential tremor. It was reported that during a replacement surgery on (B)(6) 2016 due to normal implantable neurostimulator (ins) battery depletion, the health care provider (hcp) noticed that there was a nick in the extension insulation. The hcp speculated it was from the extension rubbing on the ins; the extension was replaced. Follow-up revealed that impedance testing was performed prior to explant and values were within specifications. Additionally, a field visual inspection was performed and a defect in the extension was observed; the extension wire looked to be worn through the insulation. No symptoms were reported. It was reported that no patient injury occurred and the patient recovered without sequela. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The outer insulation was breached / melted 6.5 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.